Event description:
(B)(4). After having essure placed, I experienced pain radiating down my leg. When doctors did an x-ray, they discovered that one of my essure coils had migrated out of my fallopian tube and was dangling in my abdomen. I had surgery and they removed that particular fallopian tube. Over the years since then, I have continued to have abdominal pain. I believe that the pain is caused by the other coil.